Event description:
Toothbrush started to smoke. Heating up to the point of burning or smelling of smoke - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush started to smoke. It started smelling like smoke and burning after a while of use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
02-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush started to smoke...heating up to the point of burning or smelling of smoke - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush started to smoke. It started smelling like smoke and burning after a while of use. No injury was reported. 26-jun-2023 case update: the suspect product lot was 2rf22730817 105. No injury was reported.